Event description:
Patient with a non-ischemic cardiomyopathy who underwent previous attempted extraction of leads and a left-sided ICD that could not be extracted and thus a new system was implanted on the right side. The patient presented for routine post-op evaluation and was found to have severely diminished r waves and a pacing threshold >5v. She presents for ICD lead revision. The patient left the lab in good condition.